Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event occurred during drain four while the patient was connected. During troubleshooting, the care giver (cg) stated the line was leaking from somewhere but it was not leaking at the connection. The cg explained that there was a slit in the patient line tubing. The cg stated that they do not use any sharp objects to open the carton and that they do not have pets that could have caused the slit. The cg indicated that they did not notice the slit prior to setup and that they were not sure what caused the slit. The technical service representative assisted the cg in ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.